Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd ntima-ii 24gax0.75in prn slm npvc leaked. The following information was provided by the initial reporter translated from chinese to english: "the child's indwelling needle leaks from its own interface during infusion and is immediately removed and replaced with a new indwelling needle and re-punctured."

Manufacturer narrative:
After further confirming with customer, this event is duplicate with (B)(4).(B)(4) was been cancelled after the initiatl filing of MDR (pr 9393710). MDR will be contained in 9268808.

Event description:
After further confirming with customer, this event is duplicate with (B)(4). The child's indwelling needle leaks from its own interface during infusion and is immediately removed and replaced with a new indwelling needle and re-punctured.